Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not vibrating. The customer's blood glucose value was 120 mg/dl. Customer reported that the insulin pump did not vibrate when act was pressed after using up arrow to set an easy bolus amount. Insulin pump did not vibrate during the vibrate test of self test. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and self test. No unexpected audio/vibrate alarm anomalies noted.